Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3: other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a small, paracentral scratch was seen on the intra-ocular lens (iol) after inserting it into the eye. Based on the surgeons opinion it is very unlikely to affect the patients vision and the risks of a lens exchange outweigh the potential benefits. A similar case occurred last week. The iol was prepared by the junior or nurses and no further information was provided. This report is for the incident that occurred on the (B)(6) 2023. A separate report will be submitted for the incident of the week before.